Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stuck during priming. The customer reported that insulin pump fell into water had crack and top part corner of screen and goes around back by the sticker. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm prime/fill anomaly and unable to perform any tests due to motor error alarm. Pump received with moisture damage on electronics assembly and cracked case near display window corners noted.